Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they would charge their ins to 80%, but then the ins would shock them across the back and down both thighs. Pt said they spoke to a manufacturer representative (rep) who redirected the pt to patient services (ps). Pt called back stating they had no one to call and their stimulator went crazy because the leads were shocking their back across to their thighs. Pt noted when they charge their ins and get it to 80% it would shock them so they turned the stimulation off for 5 minutes then put it back on and it shocked them. Pt spoke to a rep who said they might need a new stimulator since it was shocking their body. Pt was redirected to their healthcare provider (hcp) and ps offered to send physician listings.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, a patient representative reported that for "some time" (over a month ago) the patient had felt as though there was something wrong with the leads. The caller mentioned the pt had met with a representative for reprogramming, but the reprogramming did not do any good. The pt was reported to have pain. The rep also showed the patient how to use the equipment, and after a day or so the pt would feel very uncomfortable and that something was not right inside. The pt felt like the wire was loose. They were redirected to see the doctor to further address this issue. Follow up was sent to reps to determine which rep had met with the patient, but they responded on (B)(6) 2023 stating they had not spoken with this patient and they did not know of the rep the pt had reported meeting with.